Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported the main battery failed service testing. The monitor was originally returned for repair of a blood parameter probe failing to function when the battery failure was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.